Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient involvement reported.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an inconsistency in manufacturing of the top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The reported complaint was confirmed. Touchscreen was recalibrated and reassembled to address the reported complaint. Resmed reference: pr (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient involvement reported.